Manufacturer narrative:
Combination product: yes . The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient received inappropriate therapy due to rv lead noise on (B)(6) 2024. The pacing impedance increased from around 600 ohms to about 2000 ohms around august 2024. The patient reported they have had two falls recently, one about 2 months ago, then another about 1 month ago. Noise was observed in-person when the patient was laying down. Next steps will be discussed. Tachy therapies will be disabled. Lead remains implanted. Should additional information become available, this file will be updated.